Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B)(6) for the suspect device used in system 1.

Event description:
Reporter alleged obtaining a result of 243 mg/dl on compact plus system 1 compared back to back with a result of 84 mg/dl on compact plus 2 when testing was performed within 10 minutes. Reporter stated that she may have tasted some of the food she was cooking 30 minutes prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.